Manufacturer narrative:
DHR review results: DHR records were reviewed and found to be conforming. Trend analysis: no trend identified. Event summary: it was reported that a male patient underwent revision surgery due to metallosis, pseudotumor and corrosion after 3 years 5 months invivo time. Review of received data: implantation surgery, dated (B)(6) 2010: preoperative diagnosis: avascular necrosis with secondary osteoarthritic changes of the right hip with involvement of the left hip. Operation: metal on metal right hip total replacement performed. No abnormalities observed. Revision surgery, dated (B)(6) 2013: preoperative diagnosis: failed right thr, pseudotumor, metal/metal reaction operation: large pseudotumor filled with fluid coming off the posterior aspect of the hip joint observed. Stem and cup were well fixed. Corrosion noted at the taper. Devices analysis: a device analysis could not be performed, as no product was available. Root cause analysis, dfmea: micro motion, fretting corrosion, decrease of taper connection strength due to particles between stem/adapter taper and ball head. Possible: revision report states that corrosion was observed on taper connection. Part was not returned for investigation, therefore cannot be excluded. Invivo higher corrosion than expected based on invitro results due to risk of difference between invivo and invitro behavior: corrosion. Possible: revision report states that corrosion was observed on taper connection. Micro motion, fretting corrosion, higher crevice corrosion due to due to tolerances of adapter taper, different loading transfer proximal/distal. Not possible: DHR reviewed and the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Release of corrosion particles and ions due to wrong material paring. Not possible: material compatibility specification certifies the compatibility of the products. Chemical, galvanical or crevice corrosion of material due to foreign particles (taper) + scratches on articulated surface from surgeons possible as the part was not returned for investigation, therefore cannot be excluded. Increased wear, fretting corrosion (lever torque) due to patient with high body weight and bmi. Possible as patient weight and bmi are unknown, therefore cannot be excluded. Conclusion summary: malpositioning of the device, foreign particles left between the implants and high patient activity/bmi may have led to the problem observed. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
The patient is pursuing a product liability claim. It was reported, that the patient was implanted a head adapter l/+4; 12/14-18/20 on the right side on (B)(6) 2010. The patient underwent a revision surgery on (B)(6) 2013 due to metallosis, pseudotumor and corrosion.